Event description:
Literature: gervais-bernard h, xie-brustolin j, mertens p, et al. Bilateral subthalamic nucleus stimulation in advanced parkinson's disease: five year follow-up. J neurol. 2009;256(2):225-233. Summary: this study assessed the long-term efficacy and safety of bilateral subthalamic nucleus (stn) stimulation in pts with advanced parkinson's disease (pd). A total consecutive pts with idiopathic pd treated with bilateral stn stimulation were enrolled from 1998 to 2002. It was reported that a pt experienced a left sided intracerebral hemorrhage during lead implantation surgery, with persistent aphasia. The pt subsequently developed dementia, and was lost to follow-up. See manufacturer report number: 2182207200903228.